Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported the level sensor was oversensitive. Both the alert and alarm sensors prematurely alarmed. The user replaced the level detector module which resolved the issue. The level module was returned for further evaluation. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.